Manufacturer narrative:
Manufacturer's report date: (B)(4). Internal file no: (B)(4). Conclusion: undetermined or unk cause. The customer's report of the set leaking was confirmed. Visual inspection of the set noted a slice cut in the tubing approx 61 inches below the lower fitment. The slice cut was measured to be 0.0985 inches long. Functional testing noted a leak from the slice cut in the tubing. The root cause of the slice cut tubing was not identified.

Event description:
Leaking tubing was reported to have occurred. Product was not reported to be on pt at the time of the event. No medical intervention was required. No add'l info was provided.